Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the device has not ever helped with their symptoms of urine since implant; the patient still had issues with the bladder. It was noted the patient would follow-up with their healthcare provider (hcp). The patient called back on a later date and stated the only they could say was they have to self cath and there was nothing planned. It just never really worked for them. There were no further complications reported.